Event description:
Persistent type ii leak caused aneurysm to grow and the decision was made to remove the aaa graft and change to a sewn in graft.

Manufacturer narrative:
The original implant of the aaa endograft was performed by the reporting physician at the hospital. According to the physician, a type ii leak developed early on and the decision was made to monitor it with regular follow-up. The patient became lost to follow-up for a couple of years. He then returned to the physician for follow-up care and the aneurysm had grown to 8cm. The patient clearly had a type ii leak but the doctor was not able to determine the source. Physician attempted to resolve the problem by trimming the iliac arteries but the leaking continued, so it was decided that coils would be added in an attempt to alleviate the leaking. The patient stayed stable for about 7 months, but the aneurysm grew to 10cm. At approximately 8 months from the time the coils were added, it was decided to remove the aaa graft and sew in a graft instead. The patient is doing very well at 3 weeks post-op. The physician commented that upon explant the graft was in very good condition and the hooks were firmly in place. He is still not aware of the reason for the type ii leak. There was no type I, iii, or IV leaking present. According to the physician, the explanted graft was left at the hospital for pathology. According to the material manager of the hospital, the graft was disposed of.